Event description:
It was reported that the customer accidentally submerged the insulin pump into water. New battery was inserted and the insulin pump alarmed maximum battery time. The alarm could not be cleared due to unresponsive buttons. The customer's blood glucose was 110 mg/dl. It was advised that the customer should revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker and broken battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.